Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Device logs were not available for further analysis. It was detected that air and o2 gas modules were faulty and the replacement was required. No parts were returned for further analysis, therefore the root cause has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/01/2017. Corrected manufacture date: 04/27/2017.

Event description:
It was reported that the pressure transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).